Event description:
It was reported that during prep for a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, stent damage occurred. The 2.25 x 16mm liberte bare stent was perceived to be damaged prior to use. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during prep for a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, stent damage occurred. The 2.25 x 16mm liberte bare stent was perceived to be damaged prior to use. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: analysis of the returned device revealed tip damage. A visual examination of the returned device identified blood within the guidewire lumen which is evidence of device use. A further microscopic examination confirmed distal stent damage. 1 stent strut row was raised. The catheter tip was slightly flared confirming the tip encountered resistance upon advancement. No kinks or damage were noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).